Manufacturer narrative:
A ge representative evaluated the system and replaced the collimator and collimator control board and loaded an updated software version. System operates as intended.

Event description:
The customer reported the collimator is stuck half closed. No patient injury was reported.